Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30640282l number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a tip separation issue occurred. It was reported that one of the splines on the pentaray nav high-density mapping eco catheter was missing electrodes and it was clearly damaged. The damage did not result in wires exposed but did result in lifted rings which were not sharp rings. The device was not used. Doctor noticed the catheter damage prior to inserting it. The detachment was partial. The device was damaged out of the box. There was no patient consequence.